Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring. A test reservoir was installed and did not locking place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the lip of the reservoir compartment came off. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that insulin pump might have been rolled on during sleep. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.